Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: b the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported they were having more issues with the drains, now the trocar is pulling off on from the tubing as they are passing through the patient. This means that they had to use long forceps to dig inside the patient to pull the actual drain through in order to hook it up. They have reached out to the rep and the best time he can manage to be on site looks like in late (B)(6) or early (B)(6) 2026. They are still fielding issues on the sharpness of the trocar as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported they were having more issues with the drains, now the trocar is pulling off on from the tubing as they are passing through the patient. This means that they had to use long forceps to dig inside the patient to pull the actual drain through in order to hook it up. They have reached out to the rep and the best time he can manage to be on site looks like in late (B)(6) or early (B)(6) 2026. They are still fielding issues on the sharpness of the trocar as well.